Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter was not working during warmup occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to signal loss due to the transmitter and app were unable to restore the connection. The reported event of a transmitter was not working during warmup is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.